Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip detached inside of the patient at 5,5556 joules. Per the customer, the fiber tip was retrieved. Also, the customer reported, that a grasper was used to retrieve the fiber tip from the patient. The patient did not experience any difficulties due to this event. The current status of the patient is fine. The fiber tip was cleaned. The fiber was firing normally until the tip separated from the fiber. There were no indications that this event would occur. There were no error codes on the laser console.